Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and high defibrillation impedance. No intervention was performed. The patient's condition was unknown.